Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer stated problem was able to be verified. During power up and testing, the device found error code 50 on the screen and alarming with "call service " message. The error code 50 indicate a problem with e-clip assembly loosing or missing. The device was opened for further investigation and determined that the e-clip assembly was loose and was noted to be the root cause of the reported issue. Therefore, the new e-clip assembly will need to be installed. The front housing will be replaced as part of the repair process. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited system fault error. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.